Event description:
Pt called in 2002 alleging that their one touch profile meter was giving inaccurate results. Pt took insulin based on their one touch profile's result, got sick and was taken to hosp. In 2002, pt tested their blood glucose result in the morning after breakfast and got a result of "400 mg/dl" and high danger". Pt did not have lunch and tested "500mg/dl" and "high danger" in half an hr. Pt took a shot of insulin based on the meter's result. Pt is on an insulin pump. Pt had called the police, while they were at their home, pt had passed out. On the way to the hosp in the ambulance, pt became alert. Hosp meter had a blood glucose result of "128mg/dl". Pt was not admitted to the hosp. Pt called lfs from the hosp and said their blood glucose was currently at "280 mg/dl". Pt was kept till 5:00 pm and released. Unk if pt was treated at the hosp because pt was not willing to describe any other details from the event. No further info has been reported.